Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of fistula is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had developed a pinhole fistula at the distal edge of an artificial urinary sphincter (aus) cuff leading to the device being removed. Approximately two months later, the patient underwent a surgical procedure in which a new aus was placed. There were no further complications.